Event description:
Additional information from the healthcare professional (hcp) reported the blood in the urine and wave sensation had been resolved. The hcp stated there were no actions/interventions taken to resolve the blood in the urine and wave sensation, the hcp noted they resolved by themselves. The hcp noted that patient intermittently self caths. The hcp stated that the cause of the blood in the urine was the self catherization and the wave sensation was from the stimulation felt from the device.

Event description:
A trial patient reported she had a little bit of blood in her urine the second time she had to go to the bathroom after she started her trial. The patient stated it was only a couple of pink dots and it was better at the time of the call. The patient reported feeling a wave sensation in her ear when the stimulation was turned up. The patient stated they had the stimulation turned down and she was no longer feeling it in her ear. The patient stated she was initially feeling stimulation when they made adjustments, but they were not feeling stimulation anymore. The trial patient stated she was instructed by her healthcare professional (hcp) that she would have to catheterize every time she goes to the bathroom versus the four times the patient used to do it prior to the trial. The patient stated she was not sure why she was instructed to catheterize every time. It was noted the trial began on (B)(6). It was noted the patient had an appointment on (B)(6) with their hcp. Additional information from the patient reported her voided volume was less and her cath volume was more than before the procedure. The patient also noted a little bit of blood in her urine the day prior to the call. The patient also stated she felt "waves" from the stimulation in her ears when turning the stimulation up. The patient lowered the stimulation and she does not feel the "waves" anymore. The indication for use is unknown.